Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were vertical lines on the pump touch screen. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.